Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by defects of charge coupled device (ccd), a circuit board inside the connector or a video processor. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image sometimes became black and was not displayed.there was no report of patient injury associated with this event.